Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("foreign body material has been removed") in a female patient who had essure inserted (lot no. 699881). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, she has had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, she's hindered in her normal daily functioning and suffered damage. Lot number: 699881 manufacturing date: 2009-12 expiration date: 2012-12. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-jul-2022: previously reported event injured person was changed to medical device removal; case was upgraded to serious incident; reporter's information updated; patient's initials updated; essure insertion date changed to (B)(6) 2010 (from (B)(6) 2010). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("foreign body material has been removed") in a female patient who had essure inserted (lot no. 699881). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms developed. Since then, she has had follow-up treatments and the foreign-body material has been removed. As a result of the symptoms, she's hindered in her normal daily functioning and suffered damage. Lot number: 699881, manufacturing date: 2009-12 and expiration date: 2012-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-aug-2022: quality safety evaluation of ptc - unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.